Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97714, serial (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 977c165, serial (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that intra-operation impedances were high at >40,000 ohms on the 8-15 ¿chronic¿ lead. The manufacturer representative had opened 2 implantable neurostimulator (ins)s and both had the same results of >40,000 ohms on 8-15 lead in the right port. The health care provider (hcp) reported to the manufacturer representative that they were having difficulty inserting the right tail into the bottom port of the ins on both devices. It was confirmed that the impedances had not been checked with a multi-lead trialing cable. The manufacturer representative was going to open a new lead, place it on the tissue in the pocket, connect to the ins, and then test impedances again. This event occurred on (B)(6) 2017. Clarification was received from the manufacturer representative on 2017-dec-20 that the first ins was opened then explanted and bagged to be returned for analysis. The first paddle lead was implanted and connected to the first ins. After lead insertion into the 8-15 header port the hcp commended that the lead did not feel like it was sitting flush. Upon impedance testing, the 8-15 electrodes were out of range in all voltage parameters. The lead was disconnected, wiped down, reinserted, and tested again with the same out of range results. Again, the hcp stated the lead felt thick and like it was sticking as they attempted to push into the header block again. Both leads were then disconnected and the lead tails were switched into separate ports, connected, and tested with the 8-15 electrodes out of range again. This was reported to point to a suspect header port. Therefore, another battery was opened. The tails were switched again to the alternate port holes and retested with again the 8-15 electrodes out of range. A second paddle lead was opened and connected to the second ins with all impedance tests found to be within normal range. The hcp then implanted and tunneled the lead to the ins inserted in the surgical pocket. A final test was run and all parameters showed in range. It was noted that the first lead would be returned for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found no issues with the ins or lead. No anomalies were found on either device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned for analysis.